Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument could not close the clips. The user tried several clips, and it would not clamp. The use of the instrument was discontinued, and it was replaced with a backup instrument. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a cholecystectomy, and the event date was confirmed to be on 05/14/2024. The instrument was inspected prior to used and nothing was observed out of the ordinary. It was confirmed that the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle and the instrument could not close the clips. The clip application was unsuccessful. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed and replicated the customer-reported complaint. The instrument was found with two severely bent grip, causing a misalignment of the grips. There was a 1.421mm offset at the tips. A clip can be properly loaded into the clip groove of the grip tips. The grips do not show cracking damage. Additionally, the instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement. However, the clip was unable to fully close onto the test tubing.